Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had to change batteries twice a week. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported crack near top right corner. The insulin pump had random no delivery alarms and was slower to rewind. The customer had to change the reservoir more than once per change. The insulin pump will not be returned for analysis.